Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to a malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2020-31543.

Event description:
Related MFR report: 3006705815-2020-31543.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31543. It was reported the patient underwent an MRI and did not set the scs system to MRI mode. Subsequently, the patient experienced symptoms of paresthesia in the legs and nausea post-scan. An abbott representative met with the patient and performed a diagnostic check of the patient's scs system, but determined there were no issues. The representative reprogrammed the patient's scs system and provided coverage of the patient's pain area.